Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The part has been received by the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. It was reported the issue required restart of the imaging system to resolve the issue. Review of the event logs found the image acquisition system (ias) loses 96 vdc due to possible controller fault. However, the logs had not identified which controller had failed. The issue could not be duplicated during visit. It was noted the rotor, gantry and positioner controllers were replaced. Firmware was reloaded. Home validation was performed. The imagine system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, it was identified there were motion function issues reported. Specifically, the imaging system would lose motion capabilities when the system was idle for an extended period of time. There was no patient present when this issue was identified.

Manufacturer narrative:
The position motion controller was returned to the manufacturer for analysis. Analysis found that the part passed all tests and is functioning normally. No fault found. The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the motion controller passed all tests. No fault found. The rotor motion controller was returned to the manufacturer for analysis. Analysis found that the part was analysed and controller passed all tests. No fault found.